Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
The following was reported to gore: on (B)(6) 2017, the patient presented with an abdominal aortic aneurysm that was treated with gore® excluder® aaa endoprostheses. It was stated that a contralateral leg endoprosthesis catheter (pxc121400) broke during the implantation procedure. The faulty device was replaced with a new device and the procedure completed successfully. There were no adverse events to the patient.

Event description:
The following was reported to gore: on (B)(6) 2017, the patient presented with an abdominal aortic aneurysm that was treated with gore® excluder® aaa endoprostheses. It was stated that due to excessive tortuosity of the common iliac artery the introducer sheath slipped back out of the contralateral gate during the positioning of the contralateral leg endoprosthesis (pxc121400) which did not allowed the physician to advance the device into the gate. The physician decided to retrieve the device from the patient and realized that the catheter of the device was broken at the level of the trailing olive. It is unknown at what point of the procedure the catheter broke and if it was advanced outside of the sheath. The procedure was completed with the implantation of two new contralateral leg endoprostheses and without adverse effects to the patient. The patient tolerated the procedure.